Event description:
A nurse reported three pts with toxic anterior segment syndrome (tass) following intraocular lens (iol) implant surgery. In a follow up, the nurse reported the pt presented with fibrin, corneal edema, iritis, and intraocular pressure elevation (iop) on the first day postoperatively. The pt was treated with medications. For this pt, an anterior chamber washout and cortex removal was performed at one week postoperative. The surgeon reported the pt's symptoms were resolving. There are fifteen medical device reports associated with this event. This report is for the second pt, dual viscoelastic.

Manufacturer narrative:
Evaluation summary: the complaint device was not received for evaluation. Product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. Additional information was requested on 02/09/2012, 02/16/2012, and 02/27/2012 by phone, fax, and mail. A completed questionnaire was received on 02/20/2012. (B)(4).